Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other absorb gt1 device referenced in is being filed under a separate manufacturing report number.

Event description:
It was reported that two unspecified absorb gt1 bioresorbable scaffolds were successfully deployed in an unspecified vessel approximately two weeks ago without any device issues, without adverse patient effects, or any delay. The patient returned a couple of hours later with chest pain and thrombus was found distal to the deployed absorb scaffolds. The physician is not certain if the thrombus originated from one or both of the absorb scaffolds. The thrombus was treated via deployment of an unspecified xience stent, deployed distal to the absorb scaffolds, which resolved the thrombus and chest pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, it was noted that the reported information indicating that the target vessel was post-dilated with an unspecified 2.5x20mm balloon, prior to placement of the absorb scaffolds, should indicated that the target vessel was, instead, pre-dilated with that 2.5x20mm balloon, not post-dilated. Also, while it remains reportedly unknown if the reported thrombus originated from either of the absorb scaffolds, both absorb scaffolds had been deployed in an overlapping manner and the thrombus was found completely distal to both of the deployed scaffolds; not inside of either absorb gt scaffold. No additional information was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch reports, additional information was received, resulting in the following revised event description: it was reported that on (B)(6) 2017, the patient presented with unstable angina. The target vessel was post-dilated with an unspecified 2.5x20mm balloon. The target vessel size was confirmed under fluoroscopy to be 2.5mm. A 2.5x23mm absorb gt1 bioresorbable scaffold was successfully deployed in the mildly calcified, mildly tortuous mid left anterior descending (lad) coronary artery and a 3.0x23mm absorb gt1 was successfully deployed in the mildly calcified, mildly tortuous proximal lad. Scaffold post-dilatation was performed using an unspecified 3.0x20mm nc balloon. There was no residual stenosis post-procedure. The patient was placed on dual anti-platelet therapy, including brilinta. There were no adverse patient effects and no delay. The patient returned a couple of hours later with chest pain and thrombus was found distal to the deployed absorb scaffolds. The physician is not certain if the thrombus originated from one or both of the absorb scaffolds. The thrombus was successfully treated via deployment of an unspecified xience stent distal to the absorb scaffolds and the patient was prescribed additional anti-platelet medication (kengreal), which resolved the thrombus and chest pain. No additional information was provided.